Manufacturer narrative:
G4: 29sep2020. B4: 10nov2020. The service engineer replaced the power management printed circuit board assembly that corrected the issue, unit was tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported a ventilator that would not power on. There was no patient involvement / harm.